Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) female pt who received super poligrip ultra fresh denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip ultra fresh denture adhesive cream (dental). At an unk time after starting super poligrip ultra fresh denture adhesive cream, the pt experienced anemia. The pt reported that on an unk date "a few months ago", she was diagnosed with anemia. She also reported that she had used too much due to an ill fitting denture (device misuse). The pt queried "what is the ingredient in the (B)(4) that is causing the problem" this case was assessed as medically serious by (B)(4). The pt was treated with iron salt (iron). Treatment with super poligrip ultra fresh denture adhesive cream was discontinued. At the time of reporting, the outcome of the events was unk.

Manufacturer narrative:
Super poligrip ultra fresh denture adhesive cream is mfg in (B)(4). The lot number for this product is available (B)(4). It is unk if the product will be returned for quality assurance testing. (B)(4).